Manufacturer narrative:
The reported events of lead dislodgment and perforation were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The full helix extension length was measured within specification. A stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient's atrial lead was dislodged. Cardiac perforation was also noted. The lead was explanted and replaced. The patient was stable.